Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -14.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Off label use: acd <3.0. (B)(4).

Manufacturer narrative:
Corrected data: b5: "the patient also experienced refractive surprise." Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with "residue"/debris on product. Visual inspection found optic split and haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).